Manufacturer narrative:
Concomitant products: product ID 8596, serial # (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8731, serial # (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
After implant, the pump didn¿t work. Per the patient, they never set the pump up correctly; all of the settings were messed up and it wasn¿t getting the patient up to a 1 on a scale of 1-10. He couldn¿t get out of bed and they would not increase it. It was noted that the catheter was in the base of the patient¿s spine and his breaks were in his thoracic area at t6-7, so it couldn¿t be advanced any further. The patient was seeing a psychiatrist every 6 months and had been seeing one for several years. The psychiatrist understood his chronic pain; once the patient started crying. The patient switched pump managing physicians. The patient was still ¿in baby doses.¿ on (B)(6) 2011, the new pump managing physician was able to advance the catheter up to t10. Following the procedure, they increased the medication 10% at a time until 2014 and then the dose remained the same. The patient¿s pain improved and he was able to do things. At the time of this report, he was able to work a part time job, go to social events, interact with and visit his children, and was no longer bedridden. The device system delivered clonidine and dilaudid.